Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: myomectomy and lysis of adhesions event description: during surgery they found a piece in the peritoneum that appeared to be a part of the seal housing. They were able to retrieve the piece from the body. On the actual trocar that comes with the cngl3 there is a black rubber duckbill seal and a clear piece that is either before or behind that seal that looks like it has come out. Additional information provided by [company representative] on 11jun2025: the trocar/sleeve dislodged from the gel 3 hours into the case. It is unknown whether the surgeon re-inserted the trocar in a new position of the gelseal cap. Nothing reported on the trocar slipping. Nothing reported regarding the trocar slipping out of the gelseal cap during torquing/movement of instrumentation. Nothing reported on any angled instrumentation used. The product is still at [user facility] and should be shipped out this week once [initial reporter] will release product. Intervention: artifact or piece was taken out through cngl3 patient status: patient was not injured, case completed.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be the shield, an internal plastic component of the seal. Engineering also observed the alexis sheath was torn. Based on the condition of the returned unit, it is likely that the shield dislodgment was caused by instrumentation inserted through the sleeve in a non-axial manner. The instructions for use (IFU) of the event unit states: ¿all instruments should be centered axially when inserted through the sleeve¿s seal to avoid potential damage to sleeve.¿ additionally, based on the condition of the returned unit, it is likely that a sharp object or instrument came in contact with the sheath, resulting in a hole or tear that further propagated due to the stress experienced by the sheath. The instructions for use (IFU) states "avoid sharp instruments contacting the alexis o wound protector-retractor as they may damage the wound retractor or cause patient injury." Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified.

Event description:
Procedure performed: myomectomy and lysis of adhesions. Event description: during surgery they found a piece in the peritoneum that appeared to be a part of the seal housing. They were able to retrieve the piece from the body. On the actual trocar that comes with the cngl3 there is a black rubber duckbill seal and a clear piece that is either before or behind that seal that looks like it has come out. Additional information provided by [company representative] on 11jun2025: the trocar/sleeve dislodged from the gel 3 hours into the case. It is unknown whether the surgeon re-inserted the trocar in a new position of the gelseal cap. Nothing reported on the trocar slipping. Nothing reported regarding the trocar slipping out of the gelseal cap during torquing/movement of instrumentation. Nothing reported on any angled instrumentation used. The product is still at [user facility] and should be shipped out this week once [initial reporter] will release product. Intervention: artifact or piece was taken out through cngl3. Patient status: patient was not injured, case completed.